Manufacturer narrative:
Philips service replaced the mrc 200+ 0407 rot-gs 1004 x-ray tube and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a generator error caused loss of fluoro during use on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.